Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during a recent follow-up the physician stated that the CT showed that the patient has a dislodged limb on the left and a subsequent type ib endoleak was identified. The patient received an intervention where a limb extension was added and the endoleak was resolved. The physician stated the cause of the event was due to the large short common iliac on the left. No additional clinical sequelae were reported and the patient is doing fine.